Event description:
Event occurred on (B)(6) 2011, I was made aware on (B)(4) 2011, thus the delay in filing the report. Biomedical engineer was called on (B)(4) 2011 by perfusionist in the operating room, the device exhibited the "belt slip condition" reported in the "medical device customer advisory issued by terumo (B)(4) 2007. The perfusionist advised that there was no negative pt outcome associated with the device failure. This same thing happened with the same perfusionist in (B)(4) 2011 - this was not reported to me at the time so there was no medwatch report made. There was no pt injury in that case either. Terumo has not indicated that they intend to take action proactively related to this known potential failure condition, but rather will fix them as they occur. In these two cases terumo repaired at no charge, except for the cost of renting replacement pumps during the repair, the cost of which the hospital absorbed. These failure occurred shortly after terumo had performed complete pm on the system, and our biomedical engineer has been advised that the seals that fail resulting in belt slip from motor bearing grease getting on the belt are not inspected as part of terumo pm. The device is available for inspection on-site in our facility only. See attached medical device customer advisory sent by terumo on (B)(4) 2007. The serial number of the machine involved (B)(4) 2011 is (B)(4), the machine involved in (B)(4) 2011 is (B)(4).